Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual examination of the fiber identified the fiber was received in one piece with no defects in the fiber body. Microscopic inspection found the tip was in good condition. No light was exiting the connector face indicating there was an internal connector fracture of the fiber. Burn marks were present on the connector face. Functional testing of the fiber found there was no aiming beam. It is probable that the facture occurred due to procedural handling during setup or use. The instructions for use (IFU) state when using a fiber optic delivery device, always inspect it to ensure that it has not been fractured, or otherwise damaged.

Event description:
It was reported that, during preparation for a laser lithotripsy procedure to treat kidney stones, two xpeeda laser fibers were not activating properly. The fibers failed to operate. The fibers were replaced with a moses 550 fiber, and the procedure was completed. There were no patient complications. Analysis of the returned fiber identified a fiber fracture within the connector. This report is for the second fiber.